Manufacturer narrative:
According to the customer, on (B)(6) 2025 the "10ml syringe did not properly connect to the inflation port and sprayed saline all over caregiver." The customer reported that the foley was replaced. The customer also stated that there was "no indication of any additional follow-up needed with the patient". It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025, the "10ml syringe did not properly connect to the inflation port and sprayed saline all over caregiver." The customer reported that the foley was replaced.